Event description:
A medtronic representative reported an inaccuracy during an axiem shunt procedure. The surgeon was approximately 1 cm inaccurate when navigating on the skin on the back of the patient head. The surgeon used a pointmerge registration with fiducials registration technique. Most of the fiducials were reportedly located on the front of the head, and the surgeon was accurate on the front of the patient. The entry point was designated to be on the back of the head. The surgeon completed the case with the use of the stealthstation treon treatment guidance system. There was no impact to the patient reported.

Manufacturer narrative:
Engineering analysis finds the registration was accurate enough and probably did not cause the 1 cm of error. It was more than likely the stick-on tracker was moved which was caused by the patient anatomy. The frame to patient relationship changed which made the registration invalid. Software is functioning as designed.

Manufacturer narrative:
It was reported that the patient was positioned prone and the entry point was on the back of the head. Software has not been evaluated as of the date of this report.